Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This part will be voided. The part comes in a 4pk. 2 screws broke and 2 screws were intact. Therefore, the malfunction will be captured under MDR 210814. This part and tree are voided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This part will be voided. The part comes in a 4pk. 2 screws broke and 2 screws were intact. Therefore, the malfunction will be captured under MDR 210814. This part and tree are voided.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the two tips of the screws were broken during the surgery.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon was not able to insert the reported three screws to the target region during a surgery. Breakage was found on tip of two screws of the three. No surgical delay was reported. No adverse consequences were reported. This is report 2 of 2 for (B)(4).